Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. B3: event date is estimated d4: the UDI number is not known as the part and lot number were not provided. Literature attachment: atrial fistulas as unusual cause of paradoxical embolism: prevalence and percutaneous treatment.

Event description:
The article "atrial fistulas as unusual cause of paradoxical embolism: prevalence and percutaneous treatment" was reviewed. The article presented a case study, to evaluate prevalence, anatomical features and transcatheter treatment of atrial fistulas in a large cohort of patients submitted to percutaneous closure of cardiac right to left shunt (rls) sites related to paradoxical embolism. On an unknown date 3 years prior, an unknown 25mm amplatzer patent foramen ovale (pfo) occluder was implanted. After closure, patient was experiencing recurrent transient ischemic attacks. Severe residual shunt was observed so a re-do procedure was performed. A 6-4mm amplatzer piccolo occluder and a non-abbott vascular coil was then implanted. Mild residual shunt remained but was determined to be non-significant and no further intervention was performed. The article concluded that this study provides new perspectives in diagnostic framework of persistent or recurrent paradoxical embolic events after a seemingly successful pfo closure, by highlighting atrial fistulas as potential culprits in these cases. [The primary author and corresponding author was giuseppe santoro at ospedale pasquinucci, massa carrara, italy with corresponding email *santoropino@tin.it*. The time frame of the study was january 2017 to december 2024. No comorbidities were provided.

Event description:
The article "atrial fistulas as unusual cause of paradoxical embolism: prevalence and percutaneous treatment" was reviewed. The article presented a case study, to evaluate prevalence, anatomical features and transcatheter treatment of atrial fistulas in a large cohort of patients submitted to percutaneous closure of cardiac right to left shunt (rls) sites related to paradoxical embolism. On an unknown date 3 years prior, an unknown 25mm amplatzer patent foramen ovale (pfo) occluder was implanted. After closure, patient was experiencing recurrent transient ischemic attacks. Severe residual shunt was observed so a re-do procedure was performed. A 6-4mm amplatzer piccolo occluder and a non-abbott vascular coil was then implanted. Mild residual shunt remained but was determined to be non-significant and no further intervention was performed. The article concluded that this study provides new perspectives in diagnostic framework of persistent or recurrent paradoxical embolic events after a seemingly successful pfo closure, by highlighting atrial fistulas as potential culprits in these cases.. [The primary author and corresponding author was giuseppe santoro at ospedale pasquinucci, massa carrara, italy with corresponding email *santoropino@tin.it*. The time frame of the study was january 2017 to december 2024. No comorbidities were provided.

Manufacturer narrative:
As reported in a research article, atrial fistulas as unusual cause of paradoxical embolism. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. B3: event date is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: atrial fistulas as unusual cause of paradoxical embolism: prevalence and percutaneous treatment.